Event description:
It was reported that during an implant attempt, upon positioning and fixation of the right ventricular [rv] lead, oversensing on the lead prevented accurate interrogation by the analyzer. After it was determined that it was not an issue with the analyzer, the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed.